Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified tibial vessel. A 3.0mm x 120mm x 150cm sterling¿ sl balloon catheter was advanced for dilation. On the first and second inflation, the balloon was inflated at 10 atmospheres for 2 minutes. However, upon the third inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient' status was stable.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified tibial vessel. A 3.0mm x 120mm x 150cm sterling¿ sl balloon catheter was advanced for dilation. On the first and second inflation, the balloon was inflated at 10 atmospheres for 2 minutes. However, upon the third inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient' status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.    Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous shaft kinks. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).